Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Follow-up was conducted and from the information received it was further reported that the patient has a-fib (atrial fibrillation), panic attacks, and has been complaining of the amount of device movement that happens inside the pocket. The physician has assured the patient that this movement is normal and that the device has been functioning normally. Therefore there has been no intervention and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
The patient called to report that they have been having pain around their device for the last three to four days. The patient stated that the area is sore and feels like there is swelling. At night it seems like their heart is quivering and it wakes them up. The device remains in use. No patient complications have been reported as a result of this event.